Manufacturer narrative:
Ahmed nageeb mahmoud et. All "an analysis of one hundred forty-seven revisions at a mean of five years". The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported via journal article a patient underwent hip revision procedure approximately 14 months post-implantation due to marked osteolysis, aseptic loosening, cup migration, and protrusion. All acetabular components were revised.